Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported that, insulin pump does not suspend before and on low blood glucose levels. The customer reported blood glucose value of 35 mg/dl and the hypoglycemic event was treaded with glucose/carb intake. The event involved product(s) mmt-1812. Troubleshooting was performed for hypoglycemic event. Customer was using the insulin pump system within 48hrs of reported event. There is no mention of the auto mode feature at the time of the event. No harm requiring medical intervention was reported. No product return is required for mmt-1812.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08725 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. The pump was received with the sensor settings>low settings turned off. Enabled the low settings option and set for 90 mg/dl, alert before low=on, and suspend on low=on. Calibrated the pump for an 88 mg/dl value; the pump alerted suspend on low at 88 mg/dl. No over-delivery anomaly or suspend delivery for low bg values noted. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Over-delivery, low bg, and suspend delivery for low bg value anomalies are not confirmed. The complaint of the pump does not suspend before and on low bgs is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.